Manufacturer narrative:
Product development evaluation: as stated in the complaint, the nail is fractured through the oblique hole for the head element. This is representative of the nail fracture pattern presented during bench-top fatigue testing. The oblique hole exhibits excessive wear on the respective contact surfaces for the head element (inferior medial and superior lateral). The proximal outer diameter exhibits normal scuff marks exposing base metal caused by rubbing against bone. The anterior surface of the oblique hole appears with machined surface as if contacted by a drill or reamer for a depth of about 5mm from the lateral edge. When extracting the locking mechanism, it was discovered that the locking mechanism contains patient debris. Product was sent to (B)(4) for additional decontamination. Since it is unknown as to how long the implant had been in the patient, and other various information is non-existent, it is extremely difficult to assess this complaint. Nail breakage in this fashion is normally due to malunion or non-union, where the fatigue limit of the implant construct was met. The head element contact surfaces of the nail exhibit excessive wear, which also may be an indication that the implants were load bearing and not load sharing. Normal healing typically is expected two to three months post-surgery. In rare instances where bone healing is delayed, there is patient non-compliance, or co-morbidities (ie. Obesity), there is a minor chance that implant failure may occur. In other rare cases where the edge of the hole is damaged, there is a potential for early fatigue failure. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. (B)(4). Unknown when device was implanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received the investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 11/5/2015. Expiration date: 9/30/2025. Part #: 04.037.261s, lot#: 9935473 (sterile) - 12mm/130 deg ti cann tfna 400mm/left - sterile. Lot was release to the warehouse on 11/5/15. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a trochanteric fixation nail advanced (tfn-a) construct. During post-operative treatment it was noted that patient's tfna nail was broken at the junction where helical blade inserts through the nail. The tfn-a construct (including the broken nail) was removed on (B)(6) 2016 and a tfna construct which was larger in diameter was implanted in its place. During the surgery it was noted that the patient had what appeared to be a non-union at the fracture site. The broken hardware and smaller construct was easily removed with no additional medical intervention required, and there was no surgical delay or harm to the patient. The patient status was noted to be stable at the outcome of surgery. This is report 1 of 1 for (B)(4).